Event description:
It was reported that the patient came in for his regularly scheduled refill appointment on (B)(6) 2013. When the pump was interrogated the pump read ¿motor stall occurred¿ and ¿stopped pump period may exceed tube set¿. The expected reservoir volume was 3.3 and that was exactly what his actual volume was, so the hcp (healthcare provider) proceeded to fill the pump and print the logs. The logs showed the pump stalled on (B)(6) 2013 and the tube set message occurred on (B)(6) 2013. The patient was an in-patient on (B)(6) 2013 and had an MRI on (B)(6) 2013; it was thought that the pump probably wasn¿t checked after the MRI because the patient was an in-patient. The pump was delivering gablofen and dilaudid. Additional information has been requested, but it was not available as of the date of this report.

Manufacturer narrative:
Concomitant products: product ID 8709sc, serial # (B)(4), implanted: (B)(6) 2009, product type catheter. (B)(4).